Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, non-calcified proximal left anterior descending (lad) coronary artery and a lesion in the moderately tortuous, mildly calcified right coronary artery. A 2.0 x 12 mm mini trek balloon dilatation catheter (bdc) was selected to treat the lesion on the lad. There were no issues noted with the bdc during unpacking, inspection and preparation. The bdc was advanced with no resistance felt to the lesion and crossed. Upon the first inflation to 10 atmospheres a pinhole (leak) in the balloon was observed. The bdc was replaced with an unspecified bdc to complete that portion of the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4): evaluation summary: visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.